Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips were not clipping with the large hem-o-lok clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint that the reloads are not clipping with the applier. The clip applier instrument failed the clip test due to misapplication of the clip and was found to have loose grip cables. As a result, the instrument was unable to apply the clips to the test tubing. An additional observation not reported by site is that the instrument was found to have a loose grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.